Event description:
The autopulse platform (sn unknown) was used to resuscitate a patient in cardiac arrest. The user installed the new lifeband (lot# unknown) to use with the platform, however, the platform could not make compressions. The crew reverted to manual CPR for the rest of the call. No consequences or impact to the patient. Upon returning to the ems center, the crew noticed that the lifeband band clip that snaps into the autopulse platform was broken. Please see the following related MFR report: MFR #3010617000-2022-00249 for the autopulse lifeband.

Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. After the call, the autopulse platform was checked and the lifeband was observed with the broken band clip. The platform was verified to be functional and have been used by the user without issues.